Event description:
The customer reported that the screw was being used in an acl reconstruction surgery through a femoral tunnel for an achilles allograft fixation. The surgeon used a 23mm specific screw driver to screw the 8x23mm screw into the pt's 10mm reamed femoral tunnel. As the screw began to be entered into the femoral tunnel it broke clean in half. The surgeon noticed the break and removed screw immediately. There was no indication that the screw was used improperly or with excessive force. The surgeon did mention that the pt had hard bone. After the broken screw was removed, the surgeon replaced it with a smaller 7x23mm biosteon interference screw and placed in the same tunnel. The 7x23mm screw was entered successfully w/o a break or crack.

Manufacturer narrative:
Suspected root causes: the pt had hard bone. A 7mm tap was used for the 8mm screw.